Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was treat a heavily calcified, moderately tortuous mid left anterior descending artery (mlad) that is 90% stenosed. Pre-dilatation was performed with an unspecified device and unspecified drug eluting stent was deployed. Post-dilatation was attempted with a 3.25x12mm nc trek balloon dilatation catheter (bdc); however, the bdc ruptured at 16 atmospheres (atm) during the second inflation for 15 seconds. The bdc was first inflated to 14 atms. After the bdc was removed, it was confirmed by intravascular ultrasound (ivus) that the stent was fully expanded and no additional device was needed. There was no adverse patient effect and no clinically significant delay. No additional information was provided.